Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 732 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that a volume discrepancy was observed that day where the actual residual volume (arv) was 20 and the expected residual volume (erv) was 9. It was indicated that this was the first refill after a revision was done in (B)(6) 2017, refer to manufacturer report#3004209178-2017-14809 for details pertaining to the revision. It was noted that the pump was scheduled to be replaced soon as the elective replacement indicator was four months. It was stated that there were no active alarms. No symptoms were reported. Additional information was received from an hcp on (B)(6) 2017. It was reported that they did not know the cause of the volume discrepancy and that it had not been resolved. It was indicated that the patient would have a pump and catheter revision on (B)(6) 2017. The patient¿s weight at the time of the event was 26.5 kg. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017 the cause of the volume discrepancy was stated as the catheter was occluded by the stitch/fusion mass. The reason for the planned catheter revision at the time of the pump replacement was due to the volume discrepancy. The status of the explanted pump and catheter was unknown.